Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "scan again in 10 minutes", while using the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer had a seizure and had an unknown blood glucose test result on a healthcare meter. The customer was provided insulin (dose/type unknown) by both non-healthcare professional and healthcare professional, but was reportedly diagnosed with hypoglycemia. Please note the treatment of insulin is inconsistent with the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury.